Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a local tissue reaction which caused formation of fibrotic tissue. A pocket revision was performed with an open heart procedure and during the procedure, excess lead over the pocket was observed due to prior implant. This resulted in pain to the patient. Lead was capped on (B)(6) 2018 and the scar tissue constricting the leads were divided. The pocket site was infused with saline and antibiotic until the pocket was closed post procedure. Patient was stable post procedure.